Manufacturer narrative:
(B)(4). The complaint is still being investigated.

Event description:
This customer reported that they got an ECG error/service required message while attempting to acquire a 12-lead ECG on a pt. There was no report of negative pt impact.